Event description:
Percutaneous ventricular assist device utilized as supportive device during cardiac catheterization. During insertion, dilating catheter was not visualized under fluoroscopy. Perforation occurred.